Event description:
Info received indicates the nurse call is not functioning.

Manufacturer narrative:
The tech isolated the issue to the nurse call cable. He replaced the nurse call cable to repair the bed.